Manufacturer narrative:
After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control further evaluated the replaced part at the product assessment center (pac) and was not able to verify reported issue. The cause of the reported issue was isolated to the system pcb assembly, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device would not complete boot-up cycle during initial powering on. There was no patient involved in the reported event.

Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not complete boot-up cycle during initial powering on. There was no patient involved in the reported event.